Manufacturer narrative:
Updated information: d9, h3, h6 device evaluation: follow-up report submitted to document the device evaluation. The initially reported event that the osteotome broke could be confirmed, because of the visual inspection. The tip is broken off and there are cracks visible. The fracture surface shown an intercrystallite fracture due to mechanical bending overloads. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue.

Event description:
It was reported that during the procedure the tip of the device broke off into the bone of the patient. The fragment was recovered intraoperatively which resulted in a surgery delay.

Event description:
It was reported that during the procedure the tip of the device broke off into the bone of the patient. The fragment was recovered intraoperatively which resulted in a surgery delay.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.